Manufacturer narrative:
The explanted ipg was not returned to bsn.

Event description:
It was reported that the patient was experiencing extended and frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.